Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, seven conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).